Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redu0706 showed two other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2020, at 8:10 am, the nurse treated the patient with a peripherally intubated central venous catheter and accessories as directed by the doctor. It was found that the broken hole of the catheter at the PICC joint caused liquid to seep, and the catheter partially cracked, causing local liquid to seep, immediately replace the PICC joint and continue to complete the work.